Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received. The initial report was submitted on with manufacturer report number.

Manufacturer narrative:
The date of this submission is (B)(6)-2011. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6)-2011 from a reporter and concerns a consumer (age, gender unspecified) from the united states.on an unspecified date, the consumer started using reach johnson and johnson floss waxed mint for dental cleaning (lot number, expiration date unspecified). After an unspecified duration, the consumer noticed that the roll and cutter kept falling out of the case and the consumer had to reassemble the floss.this report had no adverse event and the action taken with the device was unknown.this report was considered a reportable malfunction case.

Event description:
This spontaneous report was received on (B)(4) 2011, from a reporter and concerns a consumer (age, gender unspecified) from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss waxed mint for dental cleaning (lot number, expiration date unspecified). After an unspecified duration, the consumer noticed that the roll and cutter kept falling out of the case and the consumer had to reassemble the floss. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case. Additional information was received on (B)(4) 2011: the device name was updated to reach johnson and johnson floss waxed mint 100 yard ((B)(4)). The report remains a reportable malfunction case.

Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(4) 2011 from a reporter and concerns a consumer (age, gender unspecified) from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss waxed mint for dental cleaning (lot number, expiration date unspecified). After an unspecified duration, the consumer noticed that the roll and cutter kept falling out of the case and the consumer had to reassemble the floss. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case. Additional information was received on (B)(4) 2011: the device name was updated to reach johnson and johnson floss waxed mint 100 yard (lot number 2481d). The report remains a reportable malfunction case. Additional information was received on (B)(4) 2012. A review revealed no adverse trends and no trend involving lot number 2481d. The complaint could not consider confirmed since customer unit was not received. However, documentation and history of changes demonstrated adequate controls and did not show any gaps in the production process that could potentially affect the product. The complaint trends would continue to be monitored. The report remains a reportable malfunction case in the united states.